Manufacturer narrative:
The complaint of allows air passage on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 11746389 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. Companion samples from the same lot are available but have not yet been received for investigation.

Event description:
The event involved a tego connector which the reporter stated had some issues air in the arterial lines. A 17 year old patient had arterial air alarms two hours into a dialysis session. When inspecting the arterial lumen, the healthcare professionals noticed substantial air (3-5cm air) collecting at the top of the arterial line by the patient's central venous catheter (cvc). In this case, the patient was disconnected and reconnected with a new tego connector and successfully completed their sessions with no further problems. The customer also stated that the tegos from this batch have a different coating finish and is wondering if this is causing the air bubbles in the arterial line. There was patient involvement, but no patient harm was reported.